Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2001. Susbsequently, a revision procedure was performed on (B)(6) 2014 due to instability. During the procedure, the polyethylene tibial bearing was removed and replaced and a locking bar was implanted.